Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received replace battery now alarm. Customer's blood glucose level was 285mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer was assisted with troubleshooting and was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device trace download analysis confirmed the insulin pump alarmed power error, low battery, power loss alarm, and replace battery now alarm. The power management tool confirmed power error, low battery, power loss alarm, and replace battery now alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected failed battery test or battery failed alarms noted during testing.